Manufacturer narrative:
The sample was collected in a 5 cc vacutainer tube and was sampled approx 45 mins after phlebotomy. The instrument was performing within quality control (qc) specifications. Controls were run at the start of each shift. Controls were run before and after each shift and recovered within range. Flagging preferences are set to '2222' (mid level for all: blast, variant lymph, imm ne 2, and imm ne 1). On (B)(4) 2008, the field service engineer (fse) checked pumps and lyse timing. Instrument performance was verified within specifications. No other incidents reported as of (B)(4) 2008. Raw data analysis was completed. The raw data demonstrated only one population of cells in the initial test in the lymphocyte region. The software algorithm classified the cells as lymphocytes. This did not occur in the subsequent retests of the sample. Root cause is unk. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported erroneous test results for neutrophils of 7.6% and lymphocytes of 92.3% were obtained on (B)(6) 2008, when using a coulter lh 750 hematology analyzer. There were no instrument generated messages on the printout. The test results were determined to be erroneous when rerun obtained correct test results for neutrophils of 91.3% and lymphocytes of 2.8% using a different coulter lh 750 hematology analyzer. The erroneous test results were reported out of the laboratory. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.